Manufacturer narrative:
(B)(4).

Event description:
It was reported that the first implantable neurostimulator (ins) implanted (B)(6) 2000 was explanted after a loss of efficacy and a second device was implanted in (B)(6) 2005. Additional information received reported that the product was not returned after the event and there was no product malfunction seen or suspected.